Manufacturer narrative:
Initial and final MDR 1893154 - MDR 8021545-2024-01295 - device 1 of 4 e1: patient city: (B)(6) patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6)2024, it was reported that the four infusion set was fell out due to tape not sticking and reason is due to sweat and weather conditions. No further information available.